Manufacturer narrative:
(B)(4). Five used caresite valves, without packaging, were received for evaluation. On all five caresite valves, cracks were observed on the female luer lock threads of the top of the valve and extended down to the bottom of the luer threads. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. The investigation into this reported event is ongoing. Following the receipt of additional information and/or completion of the investigation a follow-up report will be filed.

Event description:
As reported by the user facility: event #2. Reports several incidents of leakage from the caresite connector. There were two occurrences of chemo leakage involved. Lot number included: lot 0061377144, mfg: 06/2014, expiration: 05/31/2017; lot 0061379926, mfg: 08/2014: 07/31/2017.